Event description:
It was reported that the lead was replaced due to multiple inappropriate therapies caused by oversensing. Varying/high impedance was also noted. The lead was replaced. Additional information was subsequently received from an attorney alleging the patient experienced inappropriate and/or excessive shocking, fracture, or other injury requiring replacement of the defective lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.